Event description:
It was reported that the device exhibited a ¿syringe plunger not in place¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'syringe plunger not in place' alarm. Functional testing was able to duplicate the issue. It was determined that the malfunctioning plunger was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
This supplemental is being sent after receiving additional information that found that the aware date for the original aware date for (3012307300-2024-00313) should have been 07 december 2023.